Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope were fuzzy and blurry. Scope is still covered under warranty. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. No signs of blood and evidence for clinical use was observed. No visual defects were observed. There were no defects observed in the visual inspection. An image quality inspection was performed with an endoscopic video imaging system. A clear image was able to be obtained. Based on the results of the evaluation, the reported complaint for the failure mode "image resolution poor" was not confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope were fuzzy and blurry. Scope is still covered under warranty. The hospital did not report any patient effects. The product is returning.